Event description:
The following was reported: revised a cs poly of a left total knee due to pain. Pain was caused from scar tissue, removed, and released the it band.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.